Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.